Event description:
It was reported that preoperatively, a power handle error with a red circle and line going through was displayed on the power handle during set up. The issue was resolved by using another power handle with a brand new shell. There was no patient involved. Medtronic's initial evaluation of the incident found that analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot # n5f2110y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted no abnormalities. Functional testing revealed no abnormalities. Data analysis showed evidence of field programmable gate array (fpga) reset/reprogram failures occurring during operation. It was reported that a power handle error with a red circle and line going through was displayed on the power handle during set up. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.